Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal.no additional patient or event information is available.

Manufacturer narrative:
(B)(4)